Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 584 mg/dl at the time of incident and other relevant blood glucose levels were 517 mg/dl, 467 mg/dl, 550 mg/dl and 493 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was not using auto mode of insulin pump. Customer was treated with manual injection. Customer did not allege that the insulin pump was under delivering. Customer performed high pressure test and it was passed. The insulin pump will not be returned for analysis.